Event description:
Report received of a pt's blood pressure increasing due to operator error in programming the device. The patient was receiving norepinephrine (4mg in 250ml) at 0.25mcg/kg/min on line a. The md increased the dose on line a to 4.0mcg/kg/min. The md reportedly intended to change the rate 50 4ml/hour, not the dose, within seconds, the pt's blood pressure increased to 200mmhg systolic. The pt's base blood pressure was not known. The pt requried add'l surgery due to bleeding around the aorta. According to the customer contact, the pt required a "redo" of the coronary artery bypass graft to control bleeding caused by the increased blood pressure. That same evening, the pt was reported to be stable and no longer on a ventilator. The pt was moved out of the ICU three days later. There was no reported long-term effect to the pt.